Manufacturer narrative:
Caster nut.

Event description:
It was reported by service report that the foot right wheel was coming off due to a missing caster nut. No pt involvement or adverse consequences are reported.